Event description:
It was reported that the catheter was removed after the balloon ruptured. The completeness of the damaged balloon was checked, and no adverse effects were caused. The bladder was flushed. The family of the patient heard a slight sound of rupture at 7:38 am on (B)(6) 2019 and immediately told the nurse about that. The nurse examined and found no detachment of the fixed catheter. The urinary catheter was removed according to the physician's order. The removed catheter was checked and the balloon was found to be ruptured. The patient felt no obvious discomfort, but an injury might have been caused if it was not treated in a timely manner. Therefore, a replacement was made and the event above did not occur any longer. Per additional information received from the ibc on 22-aug-2019, there were no missing pieces from the ruptured balloon. Per additional information received from the ibc on 23-aug-2019, there was no treatment. The catheter was replaced.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient."

Event description:
It was reported that the catheter was removed after the balloon ruptured. The completeness of the damaged balloon was checked, and no adverse effects were caused. The bladder was flushed. The family of the patient heard a slight sound of rupture at 7:38 am on (B)(6) 2019, and immediately told the nurse about that. The nurse examined and found no detachment of the fixed catheter. The urinary catheter was removed according to the physician's order. The removed catheter was checked and the balloon was found to be ruptured. The patient felt no obvious discomfort, but an injury might have been caused if it was not treated in a timely manner. Therefore, a replacement was made and the event above did not occur any longer. Per additional information received from the ibc on (B)(6) 2019, there were no missing pieces from the ruptured balloon. Per additional information received from the ibc on (B)(6) 2019, there was no treatment. The catheter was replaced.